Event description:
A customer reported a power source alert 07 with their insulin pump, which did not lead to blood glucose levels exceeding 500 mg/dl. Despite various troubleshooting attempts, such as using different wall adapters and charging cables, the issue was not resolved, leading to the decision to replace the pump. A backup insulin pump was used to ensure continued insulin delivery. Tandem technical support confirmed the shipping address and provided instructions for returning the faulty pump using a prepaid label. The customer received guidance on how to store the pump before its return, which was understood and acknowledged.